Event description:
It was reported that the patient experienced multiple line blocked alarms. Troubleshooting performed. Line blocked alarms continued shortly after the cassette replacement through the date of the call. The patient reported observing insulin dripping from the tubing. The patient was advised to return the current cassette after use and the most recently replaced infusion set (lot 4468585), and a return-only order was arranged. Actions taken included replacement of infusion sites followed by cassette, tubing, and infusion site changes in response to repeated line blocked alarms, with the app message displaying ¿line blocked.¿. There was no patient injury. The issue was resolved.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available. The device has not been returned to the manufacturer.